Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and was not working as intended. Additionally, it was reported that the pump touchscreen would time out sooner than expected. Customer¿s blood glucose was 118 mg/dl. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy.